Event description:
The initial result for a patient hcg was 2.5 mlu/ml. When the sample was repeated, the results were 181 and 187 mlu/ml. The field service representative repaired the instrument by correcting the alignment of the s/r probe.